Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart xl beeped and shutdown while the pt was being monitored after a cardioversion procedure. There was no negative pt involvement.